Event description:
Philips received a complaint on the efficia dfm100 device indicating that the device failed testing. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The efficia dfm100 pca (sn cn32626348) was returned to philips for additional analysis. The bench repair technician (brt) evaluated the device at bench and determined that the device was defective due to malfunction of therapy board. The therapy board was replaced and the device returned to full functionality. However, the complaint was escalated for technical complaint investigation and the results indicate that the therapy was disabled due to defective pca (printed circuit assembly) c123. After repair, the device passed operational check and general testing. Device functioned to supply therapy as expected per design.

Manufacturer narrative:
The bench technician evaluated the device and determined that the device was defective due to malfunction of therapy board. The therapy board was replaced, and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.